Event description:
Boston scientific was informed that during a hemostase procedure, after clipping and removing the resolution clipping device system, the clip automatically opened. As a result, the clip was not in the place of the bleeding. This happened with three additional resolution clipping devices before the procedure was able to be completed with a different device. Patient is "ok". Note: this complaint is the first of four devices. Refer to MFR #'s 3005099803-2008-05382, 3005099803-2008-05384, 3005099803-2008-05385 for the other three related reports.